Event description:
It was reported to philips, that during testing, the defibrillator pads were found to be broken down. There was no patient involvement. The customer requested, that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed. And the cause was traced to a faulty defibrillator pads. Based on the conclusion of the investigation. It was determined, that this was a malfunction of the defibrillator pads. The defibrillator pads were replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device had defibrillation issues during testing.

Manufacturer narrative:
(B)(6).